Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 137 needle 21ga 1-1/4in lax labels had illegible print on them. The following information was provided by the initial reporter, translated from (B)(6) to english: "illegible texts."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-21. Investigation summary: 552 samples and photos received for investigation. Upon visual inspection of the photos, needle missing, bent cannula, visible epoxy on needle, illegible content on label, and foreign matter are observed. Evaluation of the physical samples was completed, 22 observed with illegible content on label, 398 were missing needle, 18 with blister pack integrity, 7 with bent needle, 74 with loose (black spots) , and 33 with epoxy (excess glue). For the defect reported by the customer of leftover molds, no samples of this defect are received. Based on the results obtained in the analysis of the samples sent by the customer, the type and quantity of defects reported by the customer are confirmed but considering that the defects were identified during the 100% inspection of the lot (754,000 pieces), the quantity reported is within the acceptance limits established in the product specification, so it is determined that the lot is within specification. Possible root cause for defects: missing needle- associated with sensor failure bent needle- associated with system vision failure black spots (foreign matter)- associated with resin residue illegible label content- associated with ink level in the printing system corrective actions: missing needle- placing a protection guard on the sensor bent needle- needle assembly equipment black spots- monthly cleaning in the molding process illegible label- adjustment in machinery, and review of ink preparation action plans have been documented in our quality system in order to reduce the incidence of these defects within our manufacturing processes; the lot involved in this complaint was manufactured prior to the closure of all the established actions.

Event description:
It was reported that 137 needle 21ga 1-1/4in lax labels had illegible print on them. The following information was provided by the initial reporter, translated from spanish to english: "illegible texts."